Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient had not received any relief from the permanent implant. The physician does not suspect any device malfunction. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had not received any relief from the permanent implant. The physician does not suspect any device malfunction. The patient will undergo an ipg replacement procedure.